Manufacturer narrative:
(B)(4): device currently unavailable.

Event description:
Per the clinic, the patient experienced facial nerve stimulation with device use. Reprogramming attempts were unsuccessful in alleviating the issue. A CT scan revealed that the electrode array had migrated out of the cochlea. The patient underwent revision surgery (B)(6) 2014 to reposition the device. The implanted device remains.